Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to fail the clip test due to misapplication of the clip. The medium-large clip applier was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. The instrument also had a bent grip, and the tip does not align with the other grip. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not lock and close the clips. The procedure was completed with no report of patient injury.